Manufacturer narrative:
Video provided by the customer shows fluid squirting out from the female luer lock component of the filter extension set. The root cause was not identified. The device history record for model 20350e lot 19117133 shows the set was manufactured on 29nov2019 with a total of 6,603 units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that tubing leaked/ splashed. During an administration of paclitaxel, blood was seen back flowing into the filter. The fluid was "spirting" from the luer lock connection of the filter extension set. This extension set was attached to a primary line. The paclitaxel infusion was attached via secondary tubing to the primary line. Dextrose 5% in water was infusing in the primary line. There was no patient or clinician harm. It was reported that no visible crack or other deformities were visible. Although requested, no patient information provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked/splashed. During an administration of paclitaxel, blood was seen back flowing into the filter. The fluid was "spirting" from the connection point of a primary tubing and extension set. The paclitaxel infusion was attached via secondary tubing to the primary line. Dextrose 5% in water was infusing in the primary line. There was no patient or clinician harm. It was reported that no visible crack or other deformities were visible. Although requested, no patient information provided.